Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to open and required maintenance. A field service engineer found that the drawer would not open due to a faulty rail, replaced the rail. After the replacement. The fse had the customer inventory the medication, and the drawer functioned properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user reported that they went to unit 9b to recover storage space, but the full drawer did not open. Nursing staff were unable to access the medications stored in the drawer, and the drawer required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.